Event description:
It was reported that in the ICU when advancing the swg through the ars, resistance was met making it difficult to withdraw from the syringe. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the pt due to this delay.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable . F/u report will be filed if additional info becomes available.